Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales executive (cse) informed technical support engineer (tse) that vessel sealer (vs) instrument was not working on erbe integrated electrosurgical unit (iesu), and error c-30 occurred. The customer elected to use erbe iesu from another da vinci system to complete the procedure. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to in system logs, c-30 errors consistently logged. Inspection during fa process was able to find errors in erbe logs that match the timeframe and failure mode reported, but were unable to replicate during in-house testing; c-00 errors in erbe logs corroborate with system logs (c-30 will be logged as c-00 after erbe rebooted). The unit tested on the system, all operations successful via all ports. The complaint regarding c-30 error was confirmed by failure analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator.